Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump had threshold suspended in the past and his sensor readings were off from his blood glucose. Customer's blood glucose was 163 mg/dl and his sensor gave a reading of 290 mg/dl. Customer also stated that the sensor read over 300 mg/dl while his blood glucose was around 190 mg/dl. Insertion techniques and calibration protocol were discussed. Nothing further reported.